Event description:
Rptr complains of aches and pains, breast hardness, painful breasts, itching, redness and swelling of skin, swollen lymph nodes, swelling of joints and hands, fatigue, unusual hair loss, rashes, shortness of breath, infections, and low blood pressure. (Same rptr referred to in 1002184 - 1002187.)